Event description:
Approximately 5 years and 2 months post successful tavr procedure via transfemoral approach, the patient presented with severe aortic stenosis, a gradient of 110/59 with a velocity of 510. The cardiac cath revealed the frame of the implant was along the base of both ostia. The team decided that a new sapien was the patient's best option. However, the valve would need to be placed minimally lower to avoid obstruction of the coronary ostia. It was also noted that both commissures were in the vicinity of the ostia but not obstructing them. A sapien 3 ultra was implanted a couple of millimeters lower than the original implant. No obstruction of the coronary ostia was observed. A root injection was performed to confirm the patency of both coronary ostia. There was no pvl noted and a gradient of approximately 10mm post-procedure. The patient was transferred back to her room without incident. The follow-up conversation was that she felt much better, and the valve was functioning as designed. Per the review of the medical records, the patient has now developed critical bioprosthetic aortic valve stenosis. A transesophageal echocardiogram (tee) was done to evaluate the patient for a watchman procedure and discovered that the patient had heavily calcified bioprosthetic leaflets with a reduced excursion. There is a 23mm bioprosthesis in place. The left ventricular outflow tract (lvot) is currently 1.9cm. The device is seated well. There is mild intravalvular regurgitation. There is no perivalvular regurgitation. There is severe stenosis. The peak velocity is 5.2m/s, the peak gradient 110mmhg, the mean gradient 59mmhg, and an aortic valve area of (ava) 0.8cm2. The patient was worked up for valve-in-valve tavr. However, a cta had to be done to ascertain the take-off of the patient coronary ostium before the procedure could be done. The patient had a valve-in-valve (viv) (23mm s3u valve in a 23mm s3 valve) implanted successfully in the aortic position with no documented pvl after the removal of the wires. No complications or edwards device malfunctions were listed. Post-op information did not list any tvr-related complications in the records provided. The cause of critical bioprosthetic aortic valve stenosis is due to heavily calcified bioprosthetic leaflets with reduced excursion.

Manufacturer narrative:
The investigation is ongoing. Valve remains implanted.

Manufacturer narrative:
Correction to h6; type of investigation, investigation findings. The 23mm sapien 3 valve was not returned for examination. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for post-implant calcification was confirmed from the medical records provided. The reported event does not allege a device malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU revealed no deficiencies. An existing technical summary documents the root cause analysis on valve calcification over time in patients. Per technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, the evaluation of reported complaints for post-implant calcification did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per the technical summary, no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these complaints. Per the complaint description, "the patient has now developed critical bioprosthetic aortic valve stenosis. Tee was done to evaluate the patient for a watchman procedure and discovered that the patient had heavily calcified bioprosthetic leaflets with a reduced excursion. The eoa/ava by the velocity-time integral method is 0.96cm2. There is a 23mm bioprosthesis in place. The lvot is currently 1.9cm. The device is seated well. There is mild intravalvular regurgitation". In this case, while a conclusive root cause was unable to determine due to the limited information provided, the technical summary indicates that valve calcification is likely related to patient factors. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.